Event description:
The customer obtained multiple, imprecise vitros phyt and vitros crbm quality control results (phyt tdm pv iii results = 37.84, 37.26, 37.97, 36.29, 36.74, 36.5, > 40.0, > 40.0, 36.23, and 38.11 ug/ml vs. Expected result = 30.0 ug/ml; crbm pv iii results = 18.33, 18.20, 18.70 vs. Expected result = 13.59 ug/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report of affected patient samples, as patient samples were not being run while quality control results were out of range. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, imprecise vitros phyt and vitros crbm quality control results were obtained while using the vitros 5600 analyzer. Patient samples were not reported to have been affected. An ocd fe replaced the slide alignment guides and performed relevant adjustments to the incubator and immuno wash subsystems. Following these service actions, acceptable vitros phyt and crbm performance was observed. There was no evidence to suggest a malfunction of the vitros phyt or crbm reagent. The root cause of this event is instrument related.